Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml lioresal at 395.2mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's parents believed the pump was not working as well as it was before. No cause was determined. The pump was replaced with a 40ml pump on (B)(6) 2019. It was reported that the explanted pump would be returned for analysis. The issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and the device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.